Event description:
It was reported that a cgm error occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided assistance for a pump reset, and after the reset, the error code did not reappear. The customer successfully started their sensor session.